Event description:
It was reported that ¿the patient seemed to have a past decompression surgery at l4-l5 at an unknown date. The patient underwent a posterior lumbar interbody fusion at l2-l3 to treat l2 spondylolisthesis. Cardiac arrest occurred at the night of the surgery. The patient was revived, but passed away next day. The surgeon commented that the patient had cardiac problems (detail is unknown), and that might have caused the incident. Surgeon also stated that neither the surgical techniques nor the implants were related to the patient death directly. Information could not be obtain on whether or not an autopsy was performed.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.